Event description:
While a radiologist was performing a needle biopsy, it was noticed that the device was not deploying correctly and not properly collecting the tissue specimen. During this attempted biopsy, the patient experienced a lot of pain. A replacement biopsy needle was utilized successfully without the patient experiencing the pain. Manufacturer response for biopsy needle, coaxial achieve (per site reporter): the manufacturer has not yet had an opportunity to evaluate the defective device.